Manufacturer narrative:
Visual assessment of the used devices showed no damage to the insertion devices and no anchors or suture attached. Three varying lengths of suture were returned showing frayed ends. Suture was tested and found to meet print specification. No root cause related to the manufacturing process can be established. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair that he inserted the anchor and tied the cobraid black suture just fine. Then he went to tie the blue suture and it broke. So he inserted another anchor and tied the black suture just fine. When he went to tie the blue suture he was snugging the knot down and it broke again. The second anchor was already planned for the procedure. A third anchor was inserted with a different lot number and it worked fine. There were no holes left empty. There was no delay or injury reported.